Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. Trend analysis: was not possible to perform, as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in a journal article "the müller self-locking cemented total hip prosthesis with polyethylene liner: after twenty years, what did they become?" It was reported that one patient had a muller cup implanted and was revised due to recurrent dislocation at 19 years in situ. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: no product documentation was reviewed for investigation root cause analysis: root cause determination using the dfmea: - impingement with stem, dislocation, wear, migration of cup due to restricted rom due to constrained design of brunswick cup. => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - migration of cup due to rim loading, increased wear, dislocation, fracture of implant due to mal-positioned components leading to impingement between cup or cup/shell construct and stem neck. => possible: no x-rays were provided for review. The exact cup positioning and surgical procedure are unknown. Therefore it can not be excluded, that the components were mal-positioned. - migration and / or loosening of cup, dislocation of head due to surgeon unfamiliar with implantation technique of implant. => possible: as it is unknown if surgeon is familiar with the surgical technique and if the surgeon applied the prescribed the corresponding surgical technique at all. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. As the surgical procedure was not shared, it is unknown, whether the surgeon followed the instructions for implantation given in surgical technique. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4)..

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Mmc cup), and therefore this report was filed. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. Additional information has been requested and is not currently available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4).

Event description:
It was reported in a journal article that 167 (173 hips) patients underwent primary tha between january 1993 and june 1994. The patients had a m.e. Müller (mem) prosthesis with 12/14 taper with 28mm-diameter protasul head (111 patients) or biolox head (62 patients). There were three different neck lengths. The cup was pe insert of sulene (probably original m.e: müller low profile cups) with outer diameter ranged from 42 mm to 64 mm. The patient was implanted with muller cup - stem and underwent revision surgery after 19 years in-situ due to recurrent dislocation. (Journal article: the müller self-locking cemented total hip prosthesis with polyethylene liner: after twenty years, what did they become? - roger erivan, guillaume villatte, youcef reda khelif, bruno pereira, myriam galvin, stéphane descamps, stéphane boisgard).